Event description:
A nurse reported that a surgeon has been experiencing issues with bubbles in the infusion line during surgery. The nurse noted that priming was fine, and the connections appeared to be okay. There has been no patient impact reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).